Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors failed. The field service engineer (fse) found the side of the hinge broken the door completely off of the tower. Then, the fse repaired two tower doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 was cracked on the plexiglass, and the second door had damage to the hinge, causing it to not open or close properly. However, there were no delays or adverse events or injuries reported based on this event.